Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/16/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: were there patient consequences? If yes, please specify. - was the needle retrieved during the same procedure? - what measures were taken to retrieve the needle? - was there any additional tissue damage as a result of searching for the needle? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the medical staff experienced the problem of pulling off suture needle during the surgical suture process, resulting in the needle falling into the abdominal cavity. Remove the fallen needle and suture it again. Considering products from the same manufacturer and batch number, if similar phenomena are not detected in a timely manner, it may cause serious harm to patients after use. There were no patient consequences reported. Additional information was requested.